Event description:
It was reported that while using bd synapsys¿ application errors were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " customer reported that for some patient folders without any plates when closing the patient from lis it did not close it on syn".

Manufacturer narrative:
H6: investigation summary: the customer reported that some patient folders without plates were not closing in synapsys despite being closed in the lis. This was logged against synapsys material #444150, serial # (B)(6). The issue was unable to be reproduced and the case was closed. This is an unconfirmed failure of a bd product. The root cause is unknown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ application errors were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer reported that for some patient folders without any plates when closing the patient from lis it did not close it on syn".